Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire detachment occurred. The target lesion was located in a vessel with calcified plaques. A 300cm angled tip v-14¿ controlwire® was used to cross the lesion; however, the guide wire broke during the procedure and possible residual fragments in situ. Recanalization of the occluded artery was attempted, but failed. The procedure was completed with another of the same device. No further patient complications nor clinical consequences were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. The unit returned has tip damage , as part of overall visual revision. The device has several kinks on its body (5 cm, 18 cm and 137 cm, all measured from its proximal end). It also has its distal tip kinked and peeled. The outer diameter (od ) of middle of the device and proximal section were within specification; however, the overall length and od of distal tip could not be performed due to device condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that guide wire detachment occurred. The target lesion was located in a vessel with calcified plaques. A 300cm angled tip v-14¿ controlwire® was used to cross the lesion; however, the guide wire broke during the procedure and possible residual fragments in situ. Recanalization of the occluded artery was attempted, but failed. The procedure was completed with another of the same device. No further patient complications nor clinical consequences were reported.